Event description:
A customer reported a past high blood glucose event with a highest level of 516 mg/dl, the cause of which was unknown. To resolve the high blood glucose, the customer changed the infusion set and cartridge. Customer replaced supplies and resumed insulin therapy.